Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse, into the supraciliary region (also reported as upper third). Three months after the radiesse injection, the patient experienced small granulomas / lumps, of 3-4 mm in the area of infiltration of the upper third. More than one year later,it was still not diminished. As corrective treatment, the patient received, thiosulfate 25%, during three sessions, with no changes. On (B)(6) 2022, a superficial ultrasound with a high-frequency probe was performed to evaluate the presence of filling materials. The clinical data included the implant location which was in supraciliary region (bilateral). The implant age was 1 year and the possible nature of the implant was calcium hydroxyapatite/collagen/hyaluronic acid. In the ultrasound report it was described that the ultrasound was performed with a high-frequency probe focused on the topography referred by the patient, which corresponded to the supraciliary region (bilateral). In the right supraciliary region, in the subcutaneous cellular tissue, small, uniformly distributed, homogeneous, well-defined, hypoechoic lesions at a depth of approximately between 1.5 mm and 3.4 mm. In the left supraciliary region, in the subcutaneous cellular tissue, small, uniformly distributed, homogeneous, well-defined, hypoechoic lesions of an approximate depth of between 2.0 mm and 2.8 mm. In view of the results described, it appeared to be a compatible filler with hyaluronic acid or collagen. The outcome of the event was reported as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, small granulomas / lumps (injection site nodule) was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Manufacturer narrative:
Internal database correction performed on (B)(6) 2022: based on follow-up information previously submitted, this case has been downgraded to non-serious as the physician confirmed that treatment was not necessary to prevent a life-threatening condition or permanent damage.

Event description:
Internal database correction performed on (B)(6) 2022: based on follow-up information previously submitted, this case has been downgraded to non-serious as the physician confirmed that treatment was not necessary to prevent a life-threatening condition or permanent damage.

Event description:
Follow up information was received on 25-may-2022: the patients date of birth, age, weight (67 kg) and height (170 cm) were provided. The patient was 44 years old at the time of the event. She was injected subcutaneously with a total of 0.4 ml of radiesse, into the supraciliary region, on (B)(6) 2021. She was injected with 0.3 ml into the right side and 0.1 ml into the left side, into 1 injection point per side. A 25g x 40mm cannula was used in the supacrylic area (as reported). The product did not contain lidocaine. The patient had no aesthetic treatments in the past. The patients medical history and concomitant medications were reported as none. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2021, 125 days after the radiesse injection, the patient experienced the event. The granulomas were not histologically confirmed. As reported, from (B)(6) 2021 to (B)(6) 2022, corrective treatment included 9 sessions with a neodymium yag laser, 2 radiofrequency sessions, 9 sessions of intralesional infiltration and 0.5 ml thiosulfate mesotherapy (also ambiguously reported as was performed/planned). No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event was remained unchanged. In the opinion of the reporter, treatment was not considered necessary to prevent life-threatening conditions or permanent damage and the event was of mild to severe intensity and not life-threating. It was ambiguously reported that the event was not permanent (was going to subside with time) and that it was unknown if the event was permanent. As reported, it was not determined if there was a causal relationship between the filler injection and the incident.